Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was used during a procedure performed on (B)(6)2009. According to the complainant, during the third pass of the device, the needle injected normally. However, difficulties were encountered while attempting to retract the needle. The needle was able to be retracted after a period of time moving it back and forth. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).